Event description:
On (B)(6) 2015, a phone call was received from the customer's home health agency. She reported that, during a home visit on (B)(6) 2014, the customer's inratio inr was within his therapeutic range (no exact result provided). The inratio inr was performed at the physician's office and the customer continued taking warfarin 2.5mg. On (B)(6) 2014, the customer was hospitalized with a bleed and a diagnosis of coagulopathy. The laboratory inr was 15.1 and his hemoglobin was 4. The treatment performed at the hospital was unknown. The discharge date was unknown, however, the customer was reported to have been discharged with a full recovery. Though requested, there was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the caller did not provide a lot number or return any products for investigation. Although the caller was unable to provide any medical history on the patient, an internal investigation has determined that certain patient conditions (e.g. Low hematocrit, elevated plasma proteins) can contribute to discrepant inr results. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible. However, internal CAPA (B)(4) has been opened to investigate significantly lower inratio inr results than the reference result.